Manufacturer narrative:
The air flow sensor u1 of the customer returned gds had a large offset and a small range of measurement. This caused the air and o2 flow accuracy tests to fail and the patient disconnect and co2 rebreathing risk alarms to occur. Replacing u1 resolved the problem, the ventilator passed the air and o2 flow accuracy test, the o2 accuracy test passed and the ventilator delivered breaths without errors occurring.

Event description:
The customer reported that the unit is giving a low leak co2 rebreathing alarm. No patient harm reported.